Event description:
During preparation for an implant procedure, prior to contact with the patient, the device was not able to be interrogated. The device was not implanted and was replaced to resolve the event. The patient was stable following the procedure.

Manufacturer narrative:
No conclusion code available. The reported event of no rf telemetry was confirmed. Device image indicated that the rf telemetry was terminated after a short period of rf usage. Analysis performed after restoring the rf telemetry, including thermal and mechanical testing of the device did not find any anomaly. The device was able to be interrogated with rf antenna with no anomalies. Rf telemetry was also tested by enabling and disabling it manually multiple times and the device was able to establish rf communication each time. The cause of the rf termination could not be determined.